Manufacturer narrative:
This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that the right ventricular (rv) lead was capped due sustaining a fracture from a clavicular crush. Another lead was implanted successfully. There are no reported patient adverse effects.